Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags) was isolated to the negative lead of c19 capacitor being pulled from the defibrillator pca. The negative lead pad was lifted off the board, causing the broken solder joint. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.